Event description:
The device was returned to the manufacturer and analyzed. It is included in the field advisory for this model and tested out of specification during manufacturer's analysis, consistent with that advisory. No patient complications have been reported. Further review of the device memory reports indicate the device was functioning at the time of explant.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. Evaluation summary: preliminary testing found no atrial bipolar output. Analysis determined this was the result of lifted hybrid bond wires. Further review of the device memory reports indicate the device was functioning as intended at the time of explant. The lifted bond wires occurred either during or after the explant procedure. Herefore the final analysis results indicate the device had no anomalies.